Manufacturer narrative:
Method: film evaluation.

Event description:
A talent stent graft systems was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that there was a suspected type ii endoleak. The patient was admitted to the hospital for an explant and it was noted during the procedure that there was actually a type iii, fabric endoleak. The device was explanted due the suspected type ii and aneurysm enlargement. A hole in the bifurcated stent graft was noted. No additional clinical sequelae were reported and the patient is fine. The device has been returned for evaluation and the analysis is pending.

Event description:
Evaluation summary: the devices were explanted during surgical conversion due to aneurysm expansion from a suspected type ii endoleak. Details of the patient¿s implant and follow-up were not provided. It was recently reported that the patient was found to have aaa expansion from 6.0 cm to 8.5 cm, from a suspected type ii endoleak, and the decision was made to convert the patient. During the open repair, a hole in the fabric of the bifurcate aortic body was noted. The patient was successfully converted; the proximal portion of the bifurcate (including the bare spring), and the majority of the iliac limbs were left in the patient. From the examination of the returned devices and clinical information provided, the cause of the aneurysm expansion appears to be due to a potential type iii fabric endoleak, possibly emanating from several sources. Several fabric abrasion tears were seen along the bifurcate aortic body, primarily around the perimeter of the second covered spring. These holes were near the same hole location reported during the explant. Several abrasion related tears were also seen near the origin of both the ipsilateral and contralateral limbs. No stent fractures were seen. The majority of the tears appeared to be abrasion related; however the source of the abrasion could not be determined from the appearance of the holes or from the clinical information provided. The cause of the tears may have been due to possible stent graft angulation and morphology changes; however, the 2-d angiogram images seen at implant show a relatively straight aortic body at implant. Other than these images at implant, no additional follow-up films were provided, and the stent graft in-vivo configuration during the implant duration could not be assessed. Since the stent graft was returned essentially cleaned, it is also uncertain if some of the observed holes may have been ¿covered¿ by tissue in-vivo. The proximal portion of the bifurcate and the majority of the limbs were not returned (left in the patient during open repair), which limited the extent of the evaluation. Angiogram images from the implant were reviewed: several still angiogram images during implant were reviewed. The proximal neck appeared moderately angulated. The neck diameter just below the renal arteries measured approximately 20mm, 3cm in length, and the max aaa diameter was 4cm. The iliac arteries were non-tortuous. The bifurcate was placed within approximately 1cm below the renal arteries. The ipsilateral limb was placed into the right common iliac, and the contra limb into the left common iliac. The distal ends of both limbs were each placed just proximal to the internal iliac arteries. No stent graft issues were observed at the conclusion of the implant. There was slight stent ring expansion seen on the left side of the bifurcate aortic body between covered springs 2 <(>&<)> 3; near to the location where the majority of the fabric holes were seen at explant. As recent films were not available, it is unknown if this observation (at implant) had any correlation with the fabric holes seen at explant.

Manufacturer narrative:
(B)(4). Results: (unknown cause of event). Conclusions: (unknown cause of event).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.